Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer concern confirmed, the downstream occlusion sensor (dso) seal was replaced. Performance verification tests (pvt) were performed: all tests passed within specifications. Probable cause: cracked dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.